Event description:
It was reported that during an unknown procedure, the cartridge could not be loaded into a jaw. The metal part of the cartridge was double layered. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 9/27/2023. D4: batch # 229c35. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst60d reload was received with an opened package and unfired. Upon evaluation of the reload, the reload was found to have two pans. No functional test was performed due to the condition of the reload. It is possible to remove the reload with a twisting action that can dislodge the cartridge pan and cause it to remain in the channel of the device. It could have been that the pan from the previous firing remained in the device channel, and attempted to reload the device by applying enough force to cause the first pan to stick to the second reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 229c35, and no non-conformance's were identified.